Event description:
Siemens was notified on (B)(6) 2012, that after the third treatment of an auto sequence the machine stopped, but lantis did not download the next beam. Reportedly, "the therapist manually clicked on the next field however it did not download to the control console. The gantry began moving to the next angle. The pt yelled that the gantry was moving. The therapist opened the door and ran into the room. The therapist did not see the gantry moving. They did press emergency off." Siemens received f/u info on (B)(6) 2012, that the gantry was stopped when the door to the room was opened. There is no report of mistreatment or injury to the pt.

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) 2012 and this MDR is being mailed on (B)(4) 2012. Siemens investigation reveals that the gantry motion was stopped when the door to the room was opened. The reported incident occurred due to a known issue that siemens has resolved with safety ui th022/11/s and th023/11/s.